Event description:
It was reported ffiat ilie lv capture management safety margin was unable to be maintained on (B)(6) 2021. Lv capture management determined that threshold increased by 1.25 v from (B)(6) 2021 to (B)(6) 2021. This increase was greater than amplitude safety margin (+0.5 v) and may have compromised capture. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).